Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 491 mg/dl at the time of incident and current blood glucose level was 356 mg/dl. The customer also reported blood glucose level over 600 mg/dl. The customer did not allege insulin pump was under delivering and the drive support cap was normal. The customer was treated with manual injection for high blood glucose level. The insulin pump and reservoir will not be returned for analysis.